Manufacturer narrative:
(B)(6). Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, and system risk analysis (sra). The device history record (DHR) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue for the sterrad® 100nx unit was reviewed for the prior six months from open date and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced in resolving this issue. The assignable cause of the smoke/haze is likely due to the oil mist filter. An asp service engineer instructed the biomed to adjust the oil mist filter, and the unit¿s status was confirmed as ¿now system is functioning normally.¿ the issue was resolved at the customer facility. Asp will continue to track and trend this issue. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Asp complaint ref #: (B)(4).

Event description:
A biomed reported an event of a ¿smoke¿ or haze emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp service engineer provided remote support and instructed the biomed to adjust the oil mist filter to resolve the smoke/haze issue. The status of the unit was reported as ¿now system is functioning normally.¿ this event is being reported as a malfunction report subsequent to a serious injury.